Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. Five weeks later, the pt presented with a recurrent disc herniation which was moderate in intensity. Two and a half weeks prior to that the pt underwent a microscopic discectomy (left l4-l5). The event resolved with treatment (surgery) the next month. The investigator classified this event as unrelated to adcon-l. The investigator noted "idiosyncratic effect" as a possible explanation for the event.